Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lock on refrigerator was sticking. A field service engineer found the station with the remote manager failing when the customer attempted to recover, opened the remote manager (rm) panel and discovered that the latch screws were loose and the door hasp was making contact with the rm panel. The fse tightened the screws securing the latch and repositioned the rm panel, so the door hasp aligned flush with the latch. The fse replaced the latch wiring harness and applied stabilant solution to the harness. The fse rebooted the station, and the customer was able to recover and test multiple inventories successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator lock was sticking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.